Event description:
During a laparoscopic choleystectomy with cholangiograms, the laparoscopic grasper failed to release the gallbladder. Dr unsure of next step did not want to release contents into abdominal cavity by "sniping" the gallbladder. Considered doing an open cholecystectomy. The cholangiogram films showed multiple stones which necessitated doing an open cholecystectomy anyway. At the time, the grasper was then removed. Surgery department immediately cleaned instrument and returned it to co.